Event description:
Patient presented to the physician four days post implant procedure with swelling, redness, warmth, soreness, and pain at the chest incision site. Physician prescribed antibiotics. Patient returned to the physician for a follow-up appointment where improvement was noted.